Event description:
It was reported to boston scientific corporation that during a pcnl (percutaneous nephrolithotomy) procedure, the lithoclast probe broke in half. It was reported that twelve inches of the probe fell in the pt's kidney and was removed by hand; no fragments detached or migrated. The detached portion was never loose inside the pt, as the probe was used with a plastic sheath. No pieces of the device were left in the pt. The procedure was completed with another lithoclast ultrasound probe. No pt injuries or complications were reported. Pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacturer and expiration dates are unk. The complainant indicated that the device will not be returned for eval since it was disposed of; therefore, we are not able at this time, to perform a failure analysis of the complaint device. We are also not able to determine at this time, the relationship between this device and the cause for the event. (B)(4).